Event description:
It was reported that the patient heard beeping and was unsure if it was coming from the device or the monitor. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.